Manufacturer narrative:
(B)(4).

Event description:
The user facility reported a complaint to customer service on 23-may-2018 for "resistance primary biopsy channel" involving the pentax medical video colonoscope model ec-3890li, serial number (B)(4). No additional details were provided. The customer owned endoscope was received by pentax medical for evaluation on 30-may-2018. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented an accessory stuck in primary operation channel and primary operation channel blocked which would confirm the customer's experience, and the technician also documented the following inspection findings on 01-jun-2018 and 08-jun-2018: hole in # 2 remote control button cover, passed wet leak test, bending rubber glue pinhole, passed dry leak test, video image has a white or red dot, right /left angulation knob play, up/ down angulation knob play, control body grip scratched, right angulation increased, left angulation increased, air/ water nozzle glue worn, glass rod assembly broken. The device underwent repairs including the following components: o-rings and seals, remote control button (1). During backlog review it was noted that an email was sent from customer service on june 4, 2018 requesting additional details. An additional good faith effort(gfe) email was sent to the user facility on 10-jul-2020 with no responses received. Model ec-3890li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 20-jul-2007. On 11-may-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 14-may-2007 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 14-may-2007. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/ cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/ suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/ cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/ suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 12-jun-2018 under delivery order (B)(4).